Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware failure. The field service engineer replaced both the t-board and the drawer control board on drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. H11 - e.1 initial reporter facility: adventist healthcare white oak medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not communicating and screen was blank. The customer reported there was no delay in dispensing medications to the patient as the user was able to obtain medications from another station. There were no adverse events or injuries reported based on this event.